Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed evaluation conclusion code no longer applies.

Event description:
On (B)(6) 2015 additional information was received from a company representatives, indicating that the patient experienced pain. On (B)(6) 2015 the pump was received by the company to be returned to the united states for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal prialt (25 mcg/ml, 5 mcg/day) via an implantable infusion pump. The lot number and the other medications the patient was taking at the time of the event were not obtainable. The indication for use was not noted and there was no patient medical history. It was reported that the pump alarmed, due to a motorstop. Troubleshooting performed included, "pump again started - without success." The pump was reportedly switched off. The pump was replaced on (B)(6) 2015 and the issue was resolved. The device status was listed as "will be returned". The patient status at the time of the report was "alive - no injury". Additional details about what happened to the patient, relevant to this event, were not specified. No further information was provided. Additional information was requested regarding symptoms experienced. Should additional information be obtained, a follow-up will be submitted.

Manufacturer narrative:
Upon device return, analysis of the pump found motor gear train anomalies; specifically corrosion and wear, and a stall due to s haft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.